Event description:
During an atrial fibrillation procedure, a pericardial effusion was noted while mapping with the advisor hd grid x catheter. A drop in the blood pressure was noted, and a transesophageal echo (tee) was performed to confirm a mild pericardial effusion. The mild pericardial effusion was thought to be pre-existing given a recent transthoracic echo (tte) with a similar mild effusion. Ablation was performed with a non-(B)(6) medtronic pulseselect pfa on the left pulmonary veins and another drop in blood pressure was noted. Another tee showed the pericardial effusion was increasing in size. All ep catheters were removed from the heart; the procedure was abandoned and a pericardiocentesis was performed and the pericardium was drained. The patient stabilized but continued to require blood drainage from the pericardium. The patient was transferred to the operating room for cardiothoracic surgery to identify the site of the bleed and perform further intervention. The perforation was in the left atrium posterior to he right pulmonary veins. The patient is stable. The physician alleges the cause of the complication to be from manipulation of the non- (B)(6) (medtronic) pv tracker guidewire while trying to cannulate the right inferior pulmonary vein. There is no alleged complaint or performance issue against any of the (B)(6) devices. Procedure: atrial fibrillation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).